Event description:
The nurse at the user facility reported that the front panel display disappeared during a therapeutic laparoscopic procedure. The air supply did not stop, so the procedure was completed using the insufflation unit without the display. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the reported display issue was reproduced. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the evaluation of the device, additional information received regarding the reported event, additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. During inspection and testing of the returned device, an e03 (pipe pressure sensor abnormality) was found in the device's log. This abnormality of the pipe pressure sensor indicates there was a failure of the main board (cr board). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the reported issue occurred due to a faulty pipeline pressure sensor on the main (cr) board. However, the root cause of the pipeline pressure sensor failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received regarding the reported event (front panel display disappeared): there was no delay in the intended procedure.